Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The 3.5x35mm, 80% stenosed, eccentric and progressive target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca) with a significant bend greater than 45 degrees but less than 90 degrees. The 3.5x38mm promus element stent was advanced but was unable to cross the lesion. Upon removal the physician noted that the tip of the stent was kinked. The procedure was completed with a 3.5x32mm promus element and a 3.5x15mm non-bsc stent. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. Struts in the distal section of the stent were severely misaligned and struts at the distal edge were bunched. The stent moved distally on the balloon so that the distal end of the stent was resting 7mm from the tip. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The 3.5x35mm, 80% stenosed, eccentric and progressive target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca) with a significant bend greater than 45 degrees but less than 90 degrees. The 3.5x38mm promus element stent was advanced but was unable to cross the lesion. Upon removal the physician noted that the tip of the stent was kinked. The procedure was completed with a 3.5x32mm promus element and a 3.5x15mm non-bsc stent. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4)